Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, the customer reported that the filters in the bottle of the wash were floating on the top. Fse instructed the customer to push the filter down inside the bottle so the filter was fully submerged in the wash. The customer performed several bf primes and also washed the nozzle several times. Upon follow up with the customer the next day, the customer reported that the instrument was running without any issues. All quality controls were in range and they were running patient samples without any issue. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from (B)(4) 2017 through aware date of (B)(4) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2015 bf probe purge failure as indicating that "purging by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2015 bf probe purge failure error message was the wash filter was not placed correctly in the bottom by the customer.

Event description:
A customer reported getting error message 2015 bf probe purge failure with the aia-360 instrument. Prior to the call, the customer changed the wash probe tip and primed the analyzer but the error persisted. The instrument was down. Field service engineering (fse) was dispatched to address the reported event, which resulted in a delay of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.